Event description:
Philips received a customer complaint regarding a v60 device. The customer reported that while servicing the unit, the device began displaying error code 1007 vent-inop: machine and proximal pressure sensors failed. It was noted that no patient was involved at the time the issue was discovered. The customer evaluated the device with assistance from the remote service engineer (rse) and confirmed the reported problem. During phone-based troubleshooting, the customer observed that the cable from the motor controller (mc) printed circuit board assembly (pcba) was not connected to the data acquisition (da) pcba. After properly reconnecting the cable from the mc pcba to the da pcba, the issue was resolved. The device subsequently passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.